Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by pain and cloudy fluid. The breach in aseptic technique was described as "the patient did not use a disinfectant while cleaning the transfer set before connecting it and touched somewhere else". It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin (1g, intraperitoneal, every 3 days, for 2 weeks) and cefepime (1g, intraperitoneal, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that the patient was retrained on proper aseptic technique. No additional information is available.